Event description:
It was reported by service report that the footboard doesn't work. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Other - damaged footboard display board.